Event description:
It was reported that the patient has a boston scientific biventricular implantable cardioverter defibrillator (ICD) system. The patient developed an erosion at the device site and the entire ICD system was removed. Patient code: 1750. Device code: 2993. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: #mw5176452, #mw5176454.